Manufacturer narrative:
Additional information: g3, h6. The complaint allegation was confirmed. One unpacked ar-12990 with serial/batch number (B)(6) was received for investigation. Because the needle ar-12990n batch 15095761 was presumed to have broken inside, the evaluated instrument was the scorpion ar-12990, batch 14973842. Functional testing with a new part, ar-1990n batch 11127125, found resistance when the needle was attempted to pass through the scorpion shaft; the cannulated shaft of the instrument is obstructed, presumably because a piece of the needle is inside the instrument. No visual evaluation of the needle was performed due to the device being broken inside the instrument. The most likely cause of the reported failure is a use error. Per (B)(4), "to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function."

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-(B)(6) that (2) ar-12990n scorpion¿ needles failed. This occurred during a case where the first needle broke inside the scorpion, while the second one would not work. There was no additional information provided, and additional information has been requested. Additional information was provided on 09/21/2023. It was reported that this event occurred during a meniscal root repair. The second needle wouldn't fire because it appeared as though the broken fragment from the prior needle was still stuck in the device. An ar-12990 knee scorpion¿ was used with both needles. All fragments were retrieved from the patient. The case was completed using a device from another manufacturer.